Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and due to diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 532 mg/dl. At the time of hospitalization. Customer experienced dehydration, nausea, vomiting and abdominal pain for high blood glucose level. Customer were treated with intravenous fluid. The insulin pump will not be returned for analysis.